Event description:
Treatment of an aneurysm. It was reported that the pipeline could not be released from the capture coil during deployment. The physician was able to release it by maneuver the delivery catheter. No patient injury reported.

Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. (B)(4).